Event description:
The patient reported pain in her foot and upon x-raying the surgical site, it was noticed that the 300-52-005 petite plate that was previously placed in the patient was broken. Upon further review the doctor noticed the osteotomy site had calcified over but a fusion did not occur. He prepared the joint and re-plated using a 300-52-002 mpj plate. The doctor used a 4.0 solid core gridlock plating system screw as a lag screw. The doctor mentioned that bone purchase was achieved and all holes of the plate were filled with gridlock plating screws.